Event description:
The user facility reported that, "the device has reportedly lost its calibration. This caused a delay for users starting an infusion on a patient. As a result of this failure, during a case it delayed users from starting an infusion/transfusion".

Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. Belmont followed up with the user for additional information and received confirmation on april 17th that there was no injury to the patient as a result of the alleged incident. A review of complaints was conducted and no previous issues were noted on the device. The user will lose the ability to utilize the rapid infuser in the event it loses calibration. Another device or alternative methods can be used to infuse the patient. Belmont is working with the user facility to get the device involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Manufacturer narrative:
The device was reviewed by a belmont service technician. It was confirmed the unit lost its calibration data. Root cause was identified as a calibration failure that can occur when the unit is powered down. A full service and preventative maintenance was performed on the device to resolve the issue. Batteries were replaced. Temperature, power and pressure calibration was performed and the device passed all electrical safety testing.